Event description:
The customer contact reported an operator error in programming the pump, which resulted in the pt receiving more medication than intended. The pump was programmed in the epidural mode to deliver an unspecified medication with a concentration of 0.1 mg/ml instead of the intended concentration of 1mg/ml. No further programming parameters were provided. After an unspecified length of time, the nurse noted the pt had "some increased drowsiness, mental status changes, and increased itchiness." It was reported that oxygen was administered. There were no reported adverse pt sequelae. The customer contact stated that during a review of the pump history at the user facility, an "error in programming" was noted. It was reported the nurse "incorrectly read the concentration on the label" and "set the wrong concentration on the pump. The pump did not fail." The customer contact reported that the event was "directly due to user error in programming." During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The customer contact indicated the event was the result of an operator error in programming the device.